Event description:
Related manufacturer reference number: 2017865-2022-43963. It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited intermittent capture, causing non sustained right ventricular (rv) oversensing episodes. The physician alleged that the capturing issue was due to high capture thresholds on the rv lead. Corrective programming changes were made. The patient was stale throughout.